Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).

Event description:
The surgeon could not deploy t1 one two devices, as a result, the meniscus was damaged. The surgeon used a competitor's device, but was unhappy with the repair, so he went back to fast-fix to complete the repair.